Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display or white screen noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white display. The patient¿s blood glucose level was 171 mg/dl at the time of the incident. Reportedly, there was no response to button command. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.